Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump on (B)(6) 2018. The user delivered a 7.67 unit bolus for a bg of 340 mg/dl at 11:03 am. There were no erratic basal rate adjustments. The pump logs were reviewed for insulin volume. The depletion of the volume of insulin in the cartridge was reviewed and compared to the requested delivery. The cartridge had approximately 39 units remaining at 11:21 pm on (B)(6) 2018. 10.35 units were delivered via basal, 15.5 units were delivered via bolus, and the cartridge had approximately 13 units remaining when a cartridge change sequence was completed at 12:33 pm. Complaint could not be confirmed. If user did not disconnect during ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer's blood glucose (bg) was 45 mg/dl. While driving, customer experienced a diabetic seizure, lost consciousness and was in a car accident. Customer was transported to the hospital, via ambulance, and was admitted. Type of treatment administered could not be recalled. Low bg was resolved and customer was discharged on (B)(6) 2018 with no permanent damage. Customer and healthcare provider alleged the pump over-delivered insulin. Tandem technical support (cts) reviewed the pump data logs with the customer and customer alleged that the pump bg history was inconsistent with the pump data logs. Cts requested that customer send a screenshot of pump bg history that was alleged to be inconsistent with pump data logs. However, customer did not respond. Customer reverted to manual injections for insulin therapy.